Manufacturer narrative:
(B)(4). The reported burnt harness of the iw980jeu baby control wall mount infant warmer was not returned to fisher & paykel healthcare in (B)(4) for inspection. An attempt was made to obtain additional information from the healthcare facility but no response was received. Our analysis is according based on the results of our previous investigations of similar complaints and our knowledge of the product. The upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers are most likely the result of arcing that occurred between two electrical contacts, due to frequent swivelling of the warmer head, leading to contact failure. The arcing is most likely caused by a poor connection. The warmer's controller continuously monitors the power delivered to the heating element. Should the connectors completely fail the infant warmer displays an error code and enters a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. Furthermore, the components of the harness assembly are wrapped in a fire retardant sheath, and the entire enclosure is made from fire retardant plastic. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Replacement parts were sent to the healthcare facility to replace the damaged harness connectors.

Event description:
A healthcare facility in (B)(6) reported that the harness kit of an iw980jeu baby control wall mount infant warmer was allegedly "found to be burnt". No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the healthcare facility in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have completed our analysis.

Event description:
A healthcare facility in (B)(6) reported that the harness kit of an (B)(4) baby control wall mount infant warmer was allegedly "found to be burnt". No patient consequence was reported as a result of this incident.